Event description:
The manufacturer received information alleging a ventilator service required alarm involving the internal battery occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The lifevent evo2 was returned to the third-party service center and device evaluation completed on 24 july 2025 with the following findings: the alleged device error code e-059 was found on the device but was not able to be reproduced during evaluation and testing. This ventilator service required code indicates the internal or detachable li-ion battery is not charging due to a hardware fault for greater than, or equal to, one minute. The unit arrived for evaluation with no detachable battery. While testing the unit with a detachable battery attached, the error code e-59 could not be reproduced. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements. Additional findings not related to the malfunction/issue: one in-line filter was noted to be contaminated and required replacement. The air inlet foam filter is replaced due to preventative maintenance.